Event description:
Ous MDR - noise was noted on the far field channel. Impedance was normal but there was no noise created when manipulating the arm or pocket. This is all of the information that was provided to us. The device was not returned and no indication was given to suggest this lead was explanted or revised. Should additional information become available, this event will be updated.

Manufacturer narrative:
(B)(4) 2015 - we were informed that this lead was explanted due to oversensing; no explant date was provided. It is believed there might have been an insulation breach. The lead was not returned for analysis.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The data you provided were carefully analysed. The analysis of the available data confirmed the observations detailed in the complaint description. The impedance trends showed a stable pacing impedance of approx. 450 ohms as well as a stable shock impedance of approx. 40 ohms between (B)(6) 2015 and (B)(6) 2015. The available iegm episodes confirmed the presence of noise on the ff channel. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.